Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test. Device was monitored and no blank display anomaly was noted. However, device failed to vibrate during self test due to broken vibrator motor black wire.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had vibration anomaly and blank display. The customer's blood glucose was 158 mg/dl. The customer stated that the troubleshooting was performed for the blank display and the display returned. The customer stated that the during self test the insulin pump was not vibrated and it was the first call about this problem and insulin pump was programmed on vibrate mode. The product will not be returned for analysis.